Event description:
Pt reports she missed a dose of glatiramer because her whisperject did not work, states the button did not push down and the cap got stuck in the pen. Referred pt to mylan MFR for whisperject replacement.